Manufacturer narrative:
Citation: schaefer a, et al. Tavi in patients with mitral annular calcification and/or mitral stenosis. Thorac cardiovasc surg. 2021 aug;69(5):428-436. Doi: 10.1055/s-0039-1700966. Epub 2020 mar 1. Earliest date of publish used for date of event. Approved medtronic product referenced: corevalve (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the influence of mitral annular calcification and mitral stenosis on patient outcomes following transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between november 2009 and june 2017. The study population included 1,058 patients (predominantly female, mean age (B)(6)). Patients were implanted with one of the following valve types: edwards sapien xt or sapien 3 (n = 559); biotronik biovalve (n = 8); boston scientific acurate neo or lotus (n = 189); abbott portico (n = 57); jenavalve (n = 95); or medtronic corevalve (n = 87). No unique device identifier numbers were provided. Among all 1,058 patients, 79 all-cause deaths occurred within 30 days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 1,058 patients, adverse events included: disabling stroke, myocardial infarction, permanent pacemaker implantation, paravalvular leak (= grade ii), elevated peak aortic valve gradients, bleeding (major or life threatening), and unspecified major/minor access site complications (no interventions reported to have been performed as a result). Although a direct correlation was not made, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the corresponding physician/author stated that medtronic product did not have a causal or contributory relationship with the observed deaths or non-death adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.